Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. Hemostasis was achieved with the clip of the device. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Device eval: eval of the returned device found bent locator wings that prevented them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. The device was successfully removed utilizing the access ports. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend them. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.